Event description:
A surgeon reports one pt who is overcorrected and is "not seeing as clear as hoped" following custom myopia with astigmatism surgery in the right eye. Pt records indicate at 1 month post-op, the pt is overcorrected by +1.25 diopter and exhibits -.50 diopter of induced astigmatism. Bcva is the same as the pre-op measurement, 20/20, and ucva has improved from 20/cf to 20/25. Add'l info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress.